Event description:
Nurse is requesting new pump because curlin pump patient has is defective. Nature of defect not provided. Serial number and expiration date not provided. Unknown if patient missed doses or adverse event occurs. No further information provided nor dates are known or were reported. Reported to (B)(6) by: health professional.